Event description:
It was reported that the left ventricular (lv) lead had very high thresholds. The physician decided to explanted and replace the lead at device changout to increase battery longevity of new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009; 5076-52 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).